Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint defective I&a corrosion. The instrument was found to have thermal damage on the monopolar yaw pulley, on the conductor wire cap, and on one of the ears of the proximal clevis. In addition, thermal damage was observed near the conductor wire-yaw pulley entry. The instrument failed the electrical continuity test. The instrument was found to have a broken conductor wire at the weld. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulating plastic near the instrument's tip appeared either melted or somehow corrosive/faulty. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and arcing was not observed during the procedure. There was no injury to the patient.